Event description:
(B)(4). I immediately started bleeding vaginally for about 6 months. My dr couldn't stop the bleeding so she prescribed several high doses of birth control pills. For last 8 years I've had symptoms such as recurrent yeast infections, fatigue, pelvic floor pain, brain fog, memory problems, heavy periods passing big clots, eye vision problems, and dental decay. I've visited several doctors looking for answers but nobody has been able to figure out my symptoms.